Event description:
It was alleged that during a case, the unit continued to suction after the motor was not being pressed. It was reported that as a result of this incident, the patient received a hematoma in the fatty tissue over the colon.